Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The reported blood glucose reading was 37 mg/dl. The customer stated he didn't rewind or prime while being connected to the infusion set. The customer wasn't able to troubleshoot at the time of the call, but he felt that the insulin pump might be the cause of the event. However, the customer declined the offer to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.